Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the symptomatic patient was seen in the emergency room after receiving inappropriate therapy. An electrogram noted t-wave oversensing on the right ventricular lead. Programming changes were discussed. The lead remains in use. No further patient complications have been reported as a result of this event.